Event description:
It was reported that the patient developed a blood clot in their head on 2014-(B)(6). This was 2 days after implant. The patient was put on blood thinning medications and their illness was resolving. It was unknown what medication the patient was on or what the dosage was. The cause of the event was not determined. As of 2015-(B)(6) the patient was back at work and receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).